Manufacturer narrative:
The instrument service history review revealed no additional tickets associated with discrepant/erratic results. Ticket trending review did not identify any trends. A review of tracking and trending did not identify any trends for the alinity c processing module with regards to the customer reported event. Review of manufacturing documentation did not identify any potential non-conformances or nonconformances. Labeling was reviewed and adequately addresses the complaint issue. Based on the investigation, no systemic issue or deficiency was identified for the alinity c processing module, (B)(6).

Event description:
The customer observed a falsely elevated calcium2 result generated on an alinity c processing module for a 2-year-old male patient. Sid (B)(6) initial result = 3.51 mmol/l (adjusted calcium = 3.70 mmol/l). Blood gas calcium was completed and was within normal range. The original sample was repeated in duplicate generating results = 2.07 mmol/l and 2.04 mmol/l. The sample was repeated on another alinity c processing module, (B)(6), generating a result = 2.00 mmol/l. The customer amended the patient report and gave calcium result of 2.07 mmol/l (adjusted calcium of 2.26 mmol/l). Customer normal reference range for adjusted calcium is 2.2-2.6 mmol/l. There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Continued information for section a1 patient identifier: (B)(6). All available patient information was included. Additional patient details are not provided.

Event description:
The customer observed a falsely elevated calcium2 result generated on an alinity c processing module for a 2-year-old male patient. Sid (B)(6) initial result = 3.51 mmol/l (adjusted calcium = 3.70 mmol/l). Blood gas calcium was completed and was within normal range. The original sample was repeated in duplicate generating results = 2.07 mmol/l and 2.04 mmol/l. The sample was repeated on another alinity c processing module, (B)(6), generating a result = 2.00 mmol/l. The customer amended the patient report and gave calcium result of 2.07 mmol/l (adjusted calcium of 2.26 mmol/l). Customer normal reference range for adjusted calcium is 2.2-2.6 mmol/l. There was no impact to patient management.